Event description:
It was reported that the patient was experiencing a burning sensation in the pocket site. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.